Event description:
Silicone cone from novasure v5 endometrial ablation system became dislodged from the handpiece. When the surgeon went back in for final check in vaginal canal, the cone was wedged into the cervix. Cone was removed from vagina and vaginal canal checked again after removal. Pictures of the device and cone sent to manager.